Event description:
It was reported that during a procedure involving the spider fx embolic protection device, there was insufficient opening of the device body. The patient had an 85% stenosis due to plaque in the proximal common carotid artery, and the vessel was pre-dilated. The procedure was completed by replacing the device with the same model. No patient symptoms, complications, abnormalities, or injuries were reported. No patient complications have been reported as a result of this event. When the device was returned for evaluation it was noted that the filter.

Manufacturer narrative:
Product analysis device returned with filter basket loaded in the delivery catheter. Kinks observed to delivery catheter. It was possible to advance the filer basket out of the delivery catheter. Capture wire appeared kinked, and deformation was observed to the filter basket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.